Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag was leaking from several pin holes in the bag seam. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A functional leak test was performed and two large leaks were located on the backside of the bag near the left edge. Microscopic examination revealed that there were small, half circle shaped punctures, possibly created by accidental puncture by a cannula (cannula eva punctures generally have this shape). There was no puncture marking or impression on the opposite face of the eva, which indicates that this occurred when the bag was full. The manual add port had been used, evident by a cannula insertion point. Cause of this issue was due to damage after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.